Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to noise that was oversensed and caused pacing inhibition. No adverse patient effects were reported.